Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump turned off in the middle of the night. The contact stated they believe that it may be due to the customer not charging the pump. The customer was able to turn on the pump after connecting it to a power source. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 260 (mg/dl). The customer took a manual injection. It was indicated that the customer had manual injections available for alternate insulin therapy until the replacement pump was received.